Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop and caused a cerebrospinal fluid (csf) leak. It was also reported that there was no damage to the brain tissue as a result of this event. It was further that the procedure was completed successfully.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop and caused a cerebrospinal fluid (csf) leak. It was also reported that there was no damage to the brain tissue as a result of this event. It was further that the procedure was completed successfully.